Event description:
It was reported that primary stenting with common iliac artery, with no predilatation, was performed. The balloon was introduced to postdilate the stent. Upon removal of the balloon (after deflation), the stent was pulled distally and finally the pta balloon could be removed. When the balloon came out of the introducer, the physician noticed that the external wrap was stripped off. A second stent was placed in order to cover the lesion. The stent was postdilated with a new balloon, but upon removal of the balloon, the external wrap was again stripped off. There was no patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has been returned; however evaluation has not been completed. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unknown. Note: this report is being submitted for the second balloon reported to have failed.